Event description:
Meter was reading inaccurately erratic. No symptoms were reported at the time of testing. The patient obtained results of 470, 430, and 325mg/dl within 10 minutes. The puncture site was not cleaned correctly. The patient took insulin after testing. The test strips were in good condition, codes matched, and the technique for applying the blood to the test strip was done correctly. The patient performed two control solution tests, which failed. Based on the information, there is evidence of meter malfunction. However, there is no evidence of the meter contributing to a serious injury. A new meter is being sent to the patient at this time.